Manufacturer narrative:
The field reports of insulation abrasion and noise problem were confirmed. Visual inspection found external insulation abrasion at 3.0 cm breaching the connector boot only which was exposing the serial number as well as at 5.5 ¿ 6.1 cm exposing the outer coil. This is consistent with abrasion caused by friction to the device can. The exposure of the outer coil caused the noise problem complaint reported in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained noise episodes were noted. The lead was capped and replaced. The patient's condition is fine after the event.